Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 22-dec-2017 with the following findings: evaluation revealed multiple cracks in the battery compartment.

Event description:
The pump was returned for investigation. Evaluation revealed multiple cracks in the battery compartment. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 22-dec-2017.